Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to subclavian crush injury. The lead has been sent to pathology per hospital protocol. Additional information confirmed that the lead was fractured. No further adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.